Manufacturer narrative:
The patient experienced a false negative result testing with the innova antigen test and received a positive covid test when tested with by nhs. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false negative result are unpacked test strips have been left too long, resulting in moisture. Sample was spiked too quickly with too much sample; the sample was not diluted at the right multiple or the sample was drunk before the test. The amount of antigen in a sample may decrease as the duration of illness increases. Specimens collected after day 5 of illness are more likely to be negative compared to a rt-pcr assay. A false negative test result may occur if the level of viral antigen in a sample is below. The detection limit of the test or if the sample was collected improperly. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported by the patient that a false negative test result was received with the innova antigen test as the next day, the test by the national health service (nhs) showed positive. Additional information for product-specific information and complete complaint details was requested; however unsuccessful at such time as the complainant was noted on maternity leave until (B)(6) 2022.